Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the event occurred. A philips remote service engineer (rse) contacted the customer and confirmed that the system was not booting. Troubleshooting actions by the customer found that the f14 fuse of the master power distribution unit (mpdu) for the geometry pc (geo ipc) was damaged. The rse also analyzed the system log files, which showed ¿post safetypost failed¿, starting at 16:55:06. The customer replaced the f14 fuse. After the fuse replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the f14 fuse which returned the device to use in good working order.